Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 1 of 2. Customer contacting ortho to report false negative reactions with a patient later confirmed to have an anti-e to the cell#3 and 6 to the 0.8% resolve panel a lot# vra258. Customer reports initially testing the sample against 0.8% selectogen lot# vs959 and reports a 1+ reaction was observed to cell#2 (e+) on board the provue. The customer then went on and tested the sample against the 0.8% resolve panel a lot# vra258 with a 15min incubation by the manual gel method and reports no reactivity noted to any of the cells to the panel. The customer then went on and tested the same patient against the 0.8% resolve panel b lot# vrb223 by the manual gel method and reports all e + donors to have reacted 1+. All described testing performed in the mts anti-igg gel cards lot# 022216001-05 with 15min incubation. Customer repeated the sample with listed panel a against the patient on the provue and reports the panel again to be negative. The customer then went on and repeated the testing of the cell#3 and 6 to the 0.8% resolve panel a lot# vra258 with a 20min incubation and reports the cell#3 (homozygous e+) reacted 1+ but the cell#6 (e+e+) still failed to show any reactivity. Issue started on: (B)(6) 2016. Frequency: x2. E + donors not reacting. Microtubes/wells or cell (donor #) affected: cell#3 and 6. Methodology used: manual gel. Incubation time (for manual test only): 15min. Reaction grade obtained: negative. Customer was expecting: positive. Test repeated: yes. Result obtained by repeating: negative. Method used to repeat: provue. Customer reports qc being acceptable for the listed panel a . Transfusion history: no previous history of the patient at this facility. Sample type: edta. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable, no signs of haze or hemolysis. Reagent red blood cell storage and handling: as per IFU. Stored underneath direct light source: no. Ortho discussed possible causes of the false negative reaction and referred the customer to the package insert to the 0.8% resolve panel a and discussed differences in antibody titer and phenotypes of the reagent red cell donors may have attributed to the false negative reaction. Ortho also discussed how cell concentration can affect results and advised the customer to always ensure the 0.8% reagent red cells are properly suspended prior to testing. Customer indicates their understanding and has indicated that their cells are properly re-suspended prior to use. Customer requires no additional follow up and is satisfied with the documentation of the reported concern. Customer has agreed to contact ortho if any additional questions or concerns arise regarding this reported event.